Event description:
It was reported the swartz introducer was used for transseptal crossing to the left atrium. When flushing the introducer, air entered through the hemostatic valve. There were no consequences to the patient.

Manufacturer narrative:
St. Jude medical is in the process of investigating this event. A follow-up medwatch report will be submitted upon completion of our investigation.